Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was noted that this patient is currently pregnant and questioning if the battery would get them past their delivery date. The estimated remaining longevity decreased more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker exhibited right ventricular (rv) and non boston scientific right atrial (ra) noise and oversensing resulting in atrial tachy response (atr) episodes, thought to be external electromagnetic interference (emi). Technical services (ts) discussed the sensing characteristics are more consistent with lead on lead abrasion causing noise on both leads. The health care professional (hcp) would contact this patient to rule out external emi. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was noted that this patient is currently pregnant and questioning if the battery would get them past their delivery date. The estimated remaining longevity decreased more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was noted that this patient is currently pregnant and questioning if the battery would get them past their delivery date. The estimated remaining longevity decreased more quickly than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker exhibited right ventricular (rv) and non boston scientific right atrial (ra) noise and oversensing resulting in atrial tachy response (atr) episodes, thought to be external electromagnetic interference (emi). Technical services (ts) discussed the sensing characteristics are more consistent with lead on lead abrasion causing noise on both leads. The health care professional (hcp) would contact this patient to rule out external emi. This pacemaker remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.